Event description:
It was reported an issue with novosyn quick suture. The client reported that the suture material is of poor quality, as the needle came right off the thread when the doctor tried to fix the needle to the needle holder. The doctor had to use 3 products before he could make the suture. No further information has been received.

Manufacturer narrative:
Summary of investigation: there is a previous confirmed complaint of this code-batch for the same issue. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in stock in b. Braun surgical's warehouse. We have received 17 closed samples. Tightness test to the closed samples received has been performed and the units are tight. We have tested the needle attachment strength of the closed samples received and the results fulfill the requirements of the european pharmacopoeia (ep): 1.02 kgf in average and 0.89 kgf in minimum (ep requirements: 0.69 kgf in average and 0.35 kgf in minimum). These values are in the usual range for this thread and size. We have conducted rotation test to all the closed samples received and we have not noticed that the thread analyzed breaks easily next to the needle. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfils usp/ep and bbs requirement. Conclusion of root cause: as all samples fulfilled requirements, it has not been possible to determine the root cause. Final conclusion: although the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the samples received. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.